Manufacturer narrative:
Reference MFR. Complaint # 98042404gp. The actual sample was examined and under magnification no nicks or abnormalities along the strand could be found. The ends of the pieces looked to have been cleanly cut with scissors. Lot history review was unremarkable with regards to the complaint. No other complaints have been received against this lot. Retention samples were tested for knot pull strength and found to meet specifications. In vitro testing was performed and all results were acceptable. Co is unable to determine a cause for the reported problem.

Event description:
Customer reports, pt underwent surgery involving mass closure of the abdominal wall using a continuous stitch technique. The pt was transferred to "itu". They report no major movement or exertion made by the pt. However, the following day the pt was returned to surgery and re-opened due to wound dehiscence. The pt was resutured with maxon. The pt's condition is fine. The doctor reports he feels the suture may have failed due to his knot technique.